Manufacturer narrative:
(B)(4). Batch # t94p0h. Additional information was requested, and the following was obtained: did the generator display any error messages and if so what were they? The generator "confirmation device" interface. Did the device pass the pre-test? No. Had the device been working and then stopped? The process of the host machine identifying the blade. Did the patient experience any adverse consequences due to this issue? No adverse consequences. Device analysis: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. As the instrument was recognized by the gen11, the reported event of "communications issues" could not be confirmed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
Could not work. It was reported that the device could not work during procedure. Changed another one to complete surgery. No additional information can be provided.